Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The complaint was confirmed. Based upon the inquiry information received visual and functional examination, the unit was found to require: unit cleaned and calibrated, replaced defective translational and rotational cables, defective fastening material replaced, and defective underhousing replaced. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the holster was sent for repair because the blue cable was defective. It is not possible to make inhaling in mode sample. It was not noted if the issue occurred during a procedure. No patient consequence reported. No further information available. The holster will be returned to the international service center.